Event description:
It was reported that a user experienced inconsistent glucose control with the ilet system, describing post-meal stability followed by delayed hyperglycemia or hypoglycemia several hours after bolusing, and a separate prolonged period of elevated glucose despite no food intake; user-managed hypoglycemia with oral glucose and no alerts or alarms were noted. Symptoms included hypoglycemia with associated feeling ill and hyperglycemia. Outcomes included the need for self-treatment with oral glucose and assignment for additional training. Investigation included complaint handling with troubleshooting and education and escalation for clinical support outreach. Investigation of this case revealed cause unclear for both hypoglycemia and hyperglycemia, with no device malfunction confirmed. It was concluded that user experienced glycemic excursions with cause unclear and that further training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.